Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial cephalic vein. An 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During 7th inflation at 30 atmospheres for 30 seconds, the balloon ruptured in a pinhole form at around the center. The device was removed using normal method without issue and the procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that the target lesion was 90% stenosed, mildly tortuous and severely calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial cephalic vein. An 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During 7th inflation at 30 atmospheres for 30 seconds, the balloon ruptured in a pinhole form at around the center. The device was removed using normal method without issue and the procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that 90% target lesion was located in the mildly tortuous and severely calcified brachial cephalic vein.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the athletis was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located at the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial cephalic vein. An 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During 7th inflation at 30 atmospheres for 30 seconds, the balloon ruptured in a pinhole form at around the center. The device was removed using normal method without issue and the procedure was completed with this device. There were no patient complications as a result of this event.